Event description:
On (B)(6) 2009, the pt reported experiencing frequent occlusion (e4) errors while attempting to bolus. She was not experiencing an e4 at the time of the report. She stated that she changes her infusion site every 3 days. She stated that she uses her abdomen as an infusion site and rotates left to right and she resets each side for 3-4 weeks. She is unable to use other areas for infusion sites. She stated that she exercises a lot. She stated that she sometimes finds the infusion site cannula bent at a 90 degree angle when it is removed from her body and at times the cannula comes out of her body in her sleep. She was sent adhesive dressings and an infusion site insertion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.